Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 9:00am. The patient reported blood glucose results of "336 mg/dl" with the subject meter and "77 mg/dl" on another meter (onetouch ultramini), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the cca that she manages her diabetes with insulin pump. As a result of the alleged issue, the patient stated she increased her dose of medication (type unknown) on (B)(6) 2010 to 4.6 units and on (B)(6) 2010 to 4.3 units. The patient claimed 2 hours after the alleged issue began, she began to feel shaky, hungry, and dizzy. In spite of the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly, an approved sample site was used, and the patient's testing procedure was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The customer's doctor called to report recurring problems with low blood glucose levels. The customer had been treated four times at home by the paramedics, and hospitalized twice. The first hospitalization was on (B)(6), 2010, with a blood glucose reading of 25 mg/dl. The customer experienced seizures during her sleep, and was unresponsive. The second hospitalization was on (B)(6), 2010, with a blood glucose reading of 101 mg/dl. Prior to the event, the customer felt that her blood glucose levels were dropping, and she ripped the insulin pump off her body. The customer fell and hurt her eye, and was treated for her injuries. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted the doctor with adjusting the basal rates. Nothing further was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/12/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.